Event description:
This is being file as during the grasping attempt with the clip onto the mitral valve leaflets, the echocardiogram showed possible torn chords. Torn chords are considered patient injury. The patient underwent surgical mitral valve replacement. It was reported that on (B)(6) 2015, a mitraclip procedure was performed. During the procedure, two clips were implanted. A third clip was attempted to be used, but due to a pre-existing flail, it was difficult to grasp the clip onto the leaflets. During the grasping attempt, the imaging showed a possible chordal tear. The device was removed from the anatomy. Post procedure the degenerative mitral regurgitation (mr) was reduced from 4 to 3. As the mr was not optimal, the patient underwent surgical mitral valve replacement on (B)(6) 2015. During the surgery, the torn chord was confirmed. Post surgery, the patient was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint will be an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for difficulty grasping the leaflets are, but not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. A review of the lot history record confirmed this device passed all in-process and final inspection activities, including verification that the clip and its components were functioning as expected. There were no manufacturing non-conformances issued for this lot that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for difficulty grasping the leaflets from this lot. There were no reported device issues while functionally inspecting the clip delivery system during device preparation, which is an indication that the device was functioning properly prior to use. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, the reported difficulty grasping the leaflets appears to be related to patient/procedural conditions and not a product quality deficiency. The patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.